Event description:
Patient was undergoing a tavr (#23 valve on valve), left transfemoral. The surgeon then confirmed proper orientation of the catheter valve. Under rapid pacing, a bav was performed without incident. He then loaded the catheter valve across the delivery sheath and loaded the valve on top of the balloon. This complex was then retroflexed across the arch and down across the prosthetic aortic valve. With rapid pacing, he induced hypotension and then slowly inflated the percutaneous valve was well delivered. Then placed the device back into neutral position and pulled back into the descending aorta. Multiple attempts were made at bringing the catheter delivery system into the delivery sheath and this was unsuccessful. The decision was made to pull the whole system as a unit and hold manual pressure while the perclose sutures were secured. Vascular surgery was called at this time. When the attempt was made to remove the whole system, the result was severe hypotension and a suspected avulsed left iliac artery. The vascular surgeon then explored the left groin and performed an exploratory laparotomy in order to achieve hemostasis but was unsuccessful in doing so. CPR was performed for 30 minutes during this time. The code was called off. Time of death was noted.